Manufacturer narrative:
Mfg site eval: samples received: none. There are no previous complaints of this code/batch. There are no units un OEM stock. Without a closed sample and/or defective sample proper analysis can not be performed. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread broke durign use, during thread realization.